Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited a remote monitoring disabled (rmd) alert following a software update. Technical services (ts) reviewed the available information and noted that the alert could not be fully evaluated due to limited remote monitoring data. Engineering analysis confirmed the rmd event; however, the exact cause could not be determined from the available transmission history. Ts recommended either upgrading the device to the newest software update that should restore telemetry functionality or obtaining additional device data to further evaluate the event. No adverse patient effects were reported. This pacemaker remains in service.